Event description:
The user facility reported that during a patient procedure the head section of the surgical table lowered unexpectedly. Hospital personnel were able to prevent the patient's head from falling and the procedure was completed successfully. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found the head section locking mechanism was worn, allowing it to release when moved or bumped by hospital personnel. The technician replaced the head section, placing the table back into service. No additional reports have been received regarding this issue and it has been determined to be an isolated event.